Manufacturer narrative:
(B)(4). Alleged failure: the coating of the probe peel off the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that heat shrink damage may cause insulation pieces potentially delivered to surgical site. Surgery was completed successfully with no medical intervention, surgical delay, or adverse consequences

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that heat shrink damage may cause insulation pieces potentially delivered to surgical site. Surgery was completed successfully with no medical intervention, surgical delay, or adverse consequences